Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during an open bowel resection. When the device was fired on the third firing, it was very hard to push the firing knob. When device was opened, the staples were found malformed. No information was provided as far as any other issues such as bleeding. Another device was used to complete the case. There was no adverse consequence to the patient.